Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 72 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded express bolus, escape and act button keypad traces. No moisture damage was noted on the electronic, motor, vibrator keypad or battery tube assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.